Manufacturer narrative:
Continued e.1: phone number: (B)(6), continued e.1: fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture, baker grade iii, seroma.

Event description:
Healthcare professional reported, "capsular contracture, baker grade iii". "Rupture" & seroma for right side". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" "rupture" & seroma for right side." The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe. Seroma: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" "rupture" & seroma for right side." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as fold flaw opening. Capsular contracture: unable to observe. Seroma: unable to observe. As per the investigation procedure, creases, particles, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" "rupture" & seroma for right side." The device has been explanted.